Event description:
During a follow up phone call to the nurse in 2009 by product surveillance, it was revealed that one week earlier, the home patient (hp)'s transfer set had fallen off at the adapter end. The nurse assured that it had not caused any issues for the patient, and that hp was placed on antibiotics prophylactically for 3 days. The nurse did not provide the transfer set lot number. The nurse stated that the hp was continuing therapy without issues. No patient injury or medical intervention were indicated at that time.

Manufacturer narrative:
Should the sample become available, a follow-up report will be submitted.